Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of ischemia, occlusion, thrombosis, and restenosis are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
This event was captured based on review of the article: bifurcation stenting after failed angioplasty of infrapopliteal arteries in critical limb ischemia: techniques and short-term follow-up it was reported that from (B)(6) 2007 to (B)(6) 2010, 11 patients with infrapopliteal arterial obstructions involving the arterial bifurcations and unsuccessful balloon angioplasty were treated with drug eluting stents including xience v as a bail-out procedure. Repeat angiography was performed within 3-6 months, depending on the clinical presentation. The following clinical outcomes were noted in this article: acute limb ischemia due to acute thrombotic stent occlusion; loss of patency in both arteries; stented arteries were reoccluded in one artery; stented arteries were reoccluded in both arteries.

Manufacturer narrative:
(B)(4). Event date: date estimated. Date has been estimated based on first date of possible patient enrollment. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.